Event description:
Customer reported receiving a failed battery test alarm on the insulin pump. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 581 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test alarm due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface board. No weak battery alarm could be verified due to the failed battery test alarms. However, all operating currents were within specification. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.